Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
An optometrist reported transient light sensitivity syndrome in a patient's left eye one month and one day post lasik. The patient reported extreme sensitivity to light. Patient is wearing sunglasses constantly, even when indoors. Topical steroid dosage was increased. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Log file review shows that all treatments were completed to 100 % and all laser system functions were within specifications at this day. The system history shows that the laser was verified successfully prior and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, all of the patient's issues have been reported to be resolved. Patient is no longer using topical steroid.